Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the patients don't populate on pyxis due to the user being unaware of the functionality. A technical support specialist guided and provided resolution that the nurses were typing only three characters instead of five characters in a search bar. The system functioned as intended.

Event description:
It was reported by the customer that the pyxis medstation es system experienced an issue that when anyone tried to access patient orders on this pyxis, there were no names of patients populating, which hindered users from accessing the medication. This incident resulted in a delay to patient care and there was no patient harm. There were no adverse events or injuries reported based on this incident.